Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise with electromagnetic interference (emi) but with no oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.